Event description:
Medtronic has rec'd the device and its analysis has been completed. The device was returned with extensive kinking along the entire shaft. The z-component is still present on the shaft but the polymide portion has exited the guideway. The details confirm that the problem was successfully used for pre-dilatation for 3 inflations, with no issue prior to the unit being removed from the pt. Although the unit was stored in a bowl of saline solution and the distal shaft was flushed prior to re-insertion, the sales rep has confirmed that the proximal shaft was not flushed prior to re-use. The product did function as intended for the initial and subsequent uses in hte pt as it has been stated that the device was inflated on 3 occasions. The possible root cause and guidewire pop out is due to the kink/congealed blood on the proximal shaft. Based on the description of the case and review of the returned device the incidence of polymide pop out had no impact on the subsequent dissection in the distal vessel.

Event description:
A 2.5 mm diameter x 11 mm length nc stomner mx balloon was inserted for treatment into a patient for pre-dilatation of the mid night coronary artery. The vessel was severely calcified. It was reported that the physician first inserted a cutting balloon, but was unable to cross the lesion, the physician then inserted the ncs2511mx, which pre-dilated the lesion with 3 inflations. The physician then inserted a taxus stent; however, was unable to cross the lesion and was removed. The ncs2511mx was then reinserted distal to the lesion site. The physician attempted to change guidewires when the wire would not advance past the tip of the balloon resulting in loss of wire positioning. Physician rewired the vessel, inserted a voyager balloon with multiple inflations. A photo was taken and a spiral dissection was noted in a distal vessel. The wire had come back and it was a question of whether the physician was in the true lumen with the wire the 2nd time it went down or if it was a stickle of calcium that broke the dissected the vessel. It is unknown exactly when the dissection occurred. 2 pixel stents were implanted distally in the lesion. The patient never regained flow in the vessel and the patient was sent for emergency CABG.